Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
All inr results provided by customer were performed more than three hours between two readings. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. No product is expected to be returned. As of 09/10/2010, seven discrepant result complaints were reported for lot #227900 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.